Manufacturer narrative:
Date received by manufacturer: 29ug2019. Date of report: 30aug2019. The manufacturer's remote service technician performed troubleshooting with the customer. The technician reviewed the errors with the customer and recommended that the data acquisition board be replaced. Multiple unsuccessful attempts were made to follow up with the customer. However, no additional information was provided. If any new, relevant information is received, the complaint will be reopened. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 18jul2019.

Event description:
It was reported that the unit declared error codes indicating machine and proximal pressure sensors failed, over voltage protection failed, and a series of errors indicative of a serial peripheral interface failure. There was no patient involvement.